Event description:
"Following a cardiac catheterization, a perclose device was used to close a right femoral artery site. The procedure resulted in an 80-90 percent occlusion of the artery when the anterior artery wall was sutured to the posterior wall, causing pain, claudication requiring surgical repair and arterial patch. Inflammation of the artery and the errant suture were found during the surgery. Post op infection was a problem requiring antibiotic therapy. One year after the procedure and repair, pt began having severe headaches which were diagnosed as giant cell arteritis, which may or may not be related to the insult to the artery from the perclose procedure." Upon further query, the pt provided the following info was received. In 2001 a clinician successfully used an unspecified perclose device to close a right common femoral arteriotomy site. Immediately post procedure the pt could bend, but not straighten, the right leg. Two hours later the pt attempted to ambulate with assistance and the right leg "collapsed." Reportedly the pt had to lock the right knee in order to bear any weight on that leg. Later that day the pt was discharged to home with "slight discomfort in the groin area." Two weeks later on a monday, the pt complained of "claudication" and leg weakness. On wednesday the pt was seen by their cardiologist. The cardiologist was able to hear a "bruit" on the right leg. The next day he scheduled a doppler study for the pt, which was positive for a right femoral artery occlusion.